Event description:
The pt's granddaughter reported that her grandfather obtained inaccurately low blood glucose readings with co's device lot 1k508a. On approx 8/7/96, the pt opened a new bottle of test strips and obtained a blood glucose reading of 19 mg/dl. Because he felt this reading was significantly low, he discontinued use of the test strips. The pt has not taken his blood glucose since approx 8/7/96. The pt's meter was set to the appropriate code. The desiccant is in the co's device bottle. The pt was unwilling to perform a blood glucose test with the rep. The pt did not have normal control solution available to check the test strips for accuracy. Some time last week, the pt performed a check strip test and obtained a result within range. Both the contact and the pt could not remember the specific result. They were unwilling to perform a check strip test with the rep.